Event description:
It was reported that the patient experienced high blood glucose levels (365 mg/dl) which was treated with correction injection via mdi (multiple daily injection) on (B)(6) 2026. The patient was very lean which caused the bent cannula and the insertion site was abdomen.

Manufacturer narrative:
MDR 3003442380-2026-85628 / initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.